Event description:
It was reported that an automatic safety switch occurred for this pacemaker, resulting in high out of range pace impedance measurements. Technical services (ts) was consulted and suspect the root cause to be the lead terminal pin as the system was recently implanted. Ts noted that the local field representative agreed and are expected to complete an x ray for the patient to establish root cause. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.